Event description:
9/2/98 placement of 12f gastrostomy tube without complication. 9/3/98 pt complained of abdominal tenderness a tightness show gastrostomy tube is situ. No evidence retaining loop within the gastrostomy as was demonstrated after it was inserted on 9/2/98. With loss of loop, fixation of the tube may be lost and it may change position. Note 9/4 progress note.